Manufacturer narrative:
E1: customer address = (B)(6). Customer phone = (B)(6). G4: PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, the ngage nitinol stone extractor was opened and utilized only once by the user when it was detected that the device was broken. Another same device was used to complete the procedure. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Additional information has been requested regarding the event. At the time of this report, no further information has been provided.

Event description:
Additional information was provided 29jan2023: it was declared that the device was broken after "opening it". During flexible lithotripsy, the distal end of the basket would not respond to pushing and pulling of the handle.

Manufacturer narrative:
H3: device evaluated by mfg.: other (81): device evaluation has begun; however, a conclusion is not yet available. Device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: h6 (annex a and annex g). Investigation ¿ evaluation. As reported, the ngage nitinol stone extractor¿s basket was used one time and noticed the basket was broken and would not open/close when pushing and pulling of the handle, during a flexible lithotripsy procedure. Another device was used to complete the procedure. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control, as well as a visual inspection of the returned device, and interviewing personnel were conducted during the investigation. One device was returned to cook for investigation in an open marketing box with label. There were 2 breaks in the orange support tubing and the basket was pulled out of the distal end of the sheath. The sheath damage may have occurred during return shipping as no mention of the damage was made by the user. The shrink tube and glue that secures the basket to the basket sheath had not held the two components together. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A complaint history search did not identify any other complaints associated with the reported device lot. Because there were no related non-conformances, adequate inspection activities had been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints had been received from the field, it was concluded that the device was manufactured to specification and there was no evidence that nonconforming product exists in house or in field. A review of the IFU t_shef_rev1 provides the following information: important: excessive force could damage device. Based on the information provided, inspection of the returned device, and the results of the investigation, a cause could not be determined. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute toa death or serious injury if a malfunction occurred.